Event description:
Pt completed orthodontic treatment using smile direct club without supervision of licensed dentist. Pt is diagnosed with generalized chronic moderate to severe periodontal disease. Pt is not a good candidate for orthodontic treatment due to gross caries and moderate to severe periodontal disease but completed orthodontic treatment with the company known as smile direct club. Pt should have been referred to dentist to complete needed treatment before orthodontic was started and completed. Pt is now concerned about loose teeth on the lower anterior teeth #23-26. Radiographs indicated severe bone loss around teeth #22-26 with generalized severe calculus present. Completing orthodontic treatment under these oral conditions has adverse effects on teeth and supporting periodontal tissues. Pt will now have to have teeth #23-26 extracted sometime in the near future. Pts should have a full exam completed including radiographs and be monitored by a licensed dentist during any orthodontic treatment. FDA safety report ID# (B)(4).